Event description:
An attorneys' office is filing a letter notice alleging that a heating pad was the cause of a burn to its client's foot. There was not a report of property damage with this incident.